Event description:
No additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The reported material separation is likely due to handling and/or manipulation of the device during the attempted advancement to the lesion causing the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a right heart intervention, the distal posterior descending artery (dpda) was stented with a non-abbott device, without pre-dilatation. The proximal to mid right coronary artery artery (rca) was pre-dilated and a 3.0x28mm xience xpedition stent system was advanced, but failed to cross the lesion in the rca and the proximal shaft separated at a location outside the anatomy. The device was removed without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. A non-abbott stent system was used to complete the procedure. No additional information was provided.